Event description:
Device is a plastic sleeve-type device that slips over a bovie for use during laparoscopic cholecystectomies. When sleeve was slipped onto bovie by surgical supply personnel the end separated from straw shaped sleeve. If this had occurred during procedure the md would not have been able to irrigate or suction.